Manufacturer narrative:
Date of birth: unknown/ not provided. If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
The intraocular lens (iol) was noted to have rotated 14 degrees at the 6-month postoperative visit. The protocol defined slit lamp measurement was 98 degrees on (B)(6) 2017 vs. The intended operative placement of 84 degrees on (B)(6) 2016. The iol remains implanted. No repositioning or further intervention is required. No patient complications/injury. Best corrected distance visual acuity was 20/20 (od) and 20/25 (ou) on (B)(6) 2017. Outcome does not significantly interfere with activities of daily life. The patient is currently doing well. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the lens remains implanted; therefore, it was not returned for investigation. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.